Event description:
During laparoscopic live kidney donor surgery - use of ethicon 35 mm vascular stapler twice without issue. On the 3rd use of the stapler, the stapler jaws would not open while inside the abdominal wound. Stapler removed from the patient; the scrub rn was able to open the stapler jaws. The vascular reload was removed and changed out for a new 35 mm vascular reload. The stapler jaws were tested with the new load on sterile field and used successfully on the patient.